Event description:
According to the surgeon, the metzenbaum scissor broke apart in two pieces during the initial cut into the patient. There was no concern upon viewing the metzenbaum prior to using it. No harm to the patient and all pieces were retrieved. Surgeon proceeded with the surgery and used another metzenbaum. It is unknown as to how old the metzenbaum was and it was disposed of at the end of the surgery.